Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with blood glucose values reportedly peaking near 500 mg/dl and remaining elevated for about 8 to 9 hours; a fingerstick confirmed 492 mg/dl, the user had administered 14 units of subcutaneous humalog prior to the call, changed the cgm sensor, and then performed an infusion site and supply change with guidance before resuming insulin delivery, after which glucose decreased to 225 mg/dl. Symptoms included hyperglycemia. Outcomes included no hospitalization, no professional medical intervention, and no acute complications reported. Investigation included remote troubleshooting and user-guided inspection and replacement of infusion supplies and site. Investigation of this case revealed no apparent device or site damage and no alarms, with resolution after site and supply change, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.